Event description:
I had breast implants (mcghan textured saline style 168, lot number nh3532, cat # 27-168511 and lot number nh3314, cat 27-168481) implanted on approx (B)(6) 2000. My dr, (B)(6) of (B)(6) lied to me and said that the saline implants were not encased in a silicone shell. I started getting digestive issues shortly afterwards, gerd, ibs. In (B)(6) 2001, I had to have my gallbladder removed due to repeated gallstone attacks. In (B)(6) 2002, I became so sick that I couldn't get out of bed and had pain throughout my body. It never left. I was subsequently diagnosed with fibromyalgia. I developed worsening of menstrual issues and heavy bleeding. I was bleeding 3 weeks out of every month to some degree. I had to have a partial hysterectomy in (B)(6) 2003. I had worsening of my eczema, cracking and bleeding of my fingers, toes, and feet. I developed corrective tissue problems throughout my body and had to have shoulder and bilateral knee surgeries, cortisone injections, lots of physical therapy, anti-inflammatories. I developed debilitating fatigue. It was exhausting to take a shower. I developed extreme anxiety, worse than ever, with panic attacks. I was so sick and in so much pain. I never knew if I would awaken in the morning. I developed hormonal issues, even after menopause. My hair was falling out. I had memory and comprehension problems. I acquired pituitary disorders and degenerative disc disease and spinal stenosis and bulging disc. In (B)(6) 2015, I had a routine mammogram and afterwards, my breast implants partially deflated. I went from a full d cup to one c cup and one b cup and I got even sicker and thought I was going to die. Here are my other symptoms. Extremely dry skin and dry straw-like hair, muscle and joint pain, extreme weight gain (70 lbs), inflammation in body, swollen face, vision problems, vertigo, ongoing bacterial vaginosis infections, yeast infections, skin rashes, new allergies to chemicals, makeup, metals, frequent urination (30+ times a day), fatty liver, depression, breast pain, numbness and tingling in hands. I had my breast implants and capsule tissue removed in (B)(6) 2016. Afterwards, my fibromyalgia was gone. I got about 50% better over the course of about 6 months, then learned that I also have lyme disease. After explanting, my implants were yellow and some of the textured surface was no longer there. The valves were black. Within a short time, the saline evaporated and my implants went flat. Obviously, the valves were defective and not working properly and allowed air inside. Who knows what was backwashing inside my body when they were still inside. Hypothyroidism, hypopituitarism, cris, babesia, estrogen and progesterone deficiency.